Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of 4 opened and used enlite sensors. 1 of 4 sensors failed for low readings 3 remaining sensors passed per specifications with accurate readings. Also found 4 cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.

Event description:
It was reported that insulin pump alarmed threshold suspend. The blood glucose level was not included in the report. Nothing further was reported.